Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." Device not returned.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the reason for the cracked screen was unknown. Reportedly, the customer over corrected due to entering more carbohydrates into the carbohydrates field in the bolus menu than what the customer had actually consumed resulting in a low blood glucose (bg) level of 50 mg/dl. The customer drank juice and consumed additional food to address the low bg. As the pump was still functional, customer continued to use the pump for insulin therapy.